Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Foggy lenses on the scope. Was told it was purchased less than a year ago. Please send replacement to (B)(6). Summary: the hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had foggy lenses. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A foggy image was obtained. The lens was cleaned and the image quality inspection repeated. The image remained foggy which suggests the issue with the lens is on the inside on the endoscope. Based on the results of the evaluation, the reported complaint for "image resolution poor" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
Foggy lenses on the scope. Was told it was purchased less than a year ago. Please send replacement to (B)(6). Summary: the hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had foggy lenses. The hospital did not report any patient effects.